Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that bg generally fit well with sg trends with occasional higher sg value that adjust after the expected lag inherent to the sensing technology. As a proactive troubleshooting measure, user was recommended to perform a sensor re-link to clear the calibration history and address any potential calibration misalignment. Post-relink, sg values correlated well with bg values when accounting for lag between the sg and bg inherent to sensing technology.

Event description:
On april 30th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.